Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor error occurred. The sensor was inserted on (B)(6)2024 into the abdomen. According to the patient, on approximately (B)(6)2025, the patient experienced a sensor error over 3 hours that led to a hyperglycemic event. It was not known how much time passed between the sensor error and the onset of symptoms, but the patient would have experienced the symptoms at the time the ¿sensor errors¿ were seen. No specific symptoms were reported. The day of the event the patient experienced a hyperglycemic event ¿without warning¿ and was brought to the emergency room by an ambulance. The patient received treatment with intravenous insulin. The patient was discharged after spending more than 24 hours at the hospital. There was no documentation of further medical intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.